Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had nuisance upstream occlusion alarms during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10. H10: the device was received for evaluation. During functional testing, the reported problem "nuisance us occlusion alarms" was not reproduced. A review of the event history log revealed "upstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be out of specification ultrasonic sensor readings and the ultrasonic sensor was unable to be calibrated. The ultrasonic sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.